Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was too dim during a device check. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A material only part order was opened and is pending shipment of a replacement user interface (ui) assembly without navigation ring (nav-ring) to the customer. This investigation is ongoing.

Manufacturer narrative:
The requested user interface (ui) assembly without nav-ring (gray) is currently backordered, with delivery pending in a material only work order. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly without nav-ring (gray) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.